Manufacturer narrative:
Date rec'd by MFR: 19jun2019. Date of report: 06aug2019. The manufacturer¿s field service engineer (fse) replaced the power supply and resolved the issue. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported bad power supply. There was no patient involvement.